Event description:
It was reported that at a routine follow-up appointment, high, and out-of-range pacing impedance (>3000 ohms) and shock impedance (>200 ohms) measurements were noted from this right ventricular (rv) lead. Additionally, out-of-range left ventricular (lv) lead pacing impedance measurements (>3000 ohms) were also observed. The physician suspected that the rv lead impedance abnormalities were the result of lead insulation damage. This rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The lv lead remains implanted and in-service.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that at a routine follow-up appointment, high, and out-of-range pacing impedance (>3000 ohms) and shock impedance (>200 ohms) measurements were noted from this right ventricular (rv) lead. Additionally, out-of-range left ventricular (lv) lead pacing impedance measurements (>3000 ohms) were also observed. The physician suspected that the rv lead impedance abnormalities were the result of lead insulation damage. This rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The lv lead remains implanted and in-service. This rv lead was returned for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Continuity testing was performed which confirmed the presence of an electrical open. This would have resulted in the clinically observed out-of-range pacing and shock impedance measurements. Further evaluation confirmed the presence of a fractured conductor fracture approximately 300 mm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that at a routine follow-up appointment, high, and out-of-range pacing impedance (>3000 ohms) and shock impedance (>200 ohms) measurements were noted from this right ventricular (rv) lead. Additionally, out-of-range left ventricular (lv) lead pacing impedance measurements (>3000 ohms) were also observed. The physician suspected that the rv lead impedance abnormalities were the result of lead insulation damage. This rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The lv lead remains implanted and in-service. This rv lead was returned for analysis.

Event description:
It was reported that at a routine follow-up appointment, high, and out-of-range pacing impedance (>3000 ohms) and shock impedance (>200 ohms) measurements were noted from this right ventricular (rv) lead. Additionally, out-of-range left ventricular (lv) lead pacing impedance measurements (>3000 ohms) were also observed. The physician suspected that the rv lead impedance abnormalities were the result of lead insulation damage. This rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Information has been requested regarding the lv lead details and status, but a response has not yet been received.